Event description:
When using alcon dailies total 1 contacts, multiple contacts were deformed and caused eye discomfort when I tried to use them. This happened many times with contacts from the box I was using today. The contacts were often folded on themselves when I opened the single use solution package each is in before use. The folding resulted in creases on the contact preventing them from fitting correctly to my eye. This resulted in eye discomfort and blurred vision.